Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime/fill anomaly. However, the device passed the displacement test.

Event description:
It was reported that the insulin pump was malfunctioning. No further information was provided.